Manufacturer narrative:
The explanted product was discarded by the medical facility and will not be returned for eval. This is the final report.

Event description:
During a lead revision procedure, the physician noticed that one of the end tails of the lead was frayed. The lead was explanted. The pt was implanted with a new advanced bionics lead.